Event description:
It was exported to tyco/kendall healthcare that a customer had a problem with the uvc catheter. The customer states that there is leakage distal to the hub. No ill-effects to patient.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.